Manufacturer narrative:
Final analysis found communication could not be established due to premature battery depletion. Despite extensive testing, the source of the premature battery depletion could not be determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up and upon interrogation, the implantable cardiac monitor was found in backup operation. A device software download, was attempted but could not be performed due to the device reaching normal end of life. The device was explanted at a later unknown date.